Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. An opticross 6 hd was selected for an ultrasound examination of the target lesion. During insertion, the opticross catheter failed to advance because it was pushed while the transducer was spinning. The guide catheter kicked back into the aorta, leaving part of the opticross catheter unprotected by the guide catheter. Due to the force and spinning, the opticross catheter twisted on itself, and both the wire and catheter had to be pulled out together. The procedure was completed using an alternate method. There were no patient complications. Device evaluated by manufacturer: the device was returned for analysis. Visual inspection revealed the catheter was twisted and entangled with a non-boston-scientific guidewire, and the imaging window and sheath were kinked. Microscopic inspection revealed the catheter was twisted, the imaging window was rippled, and the imaging window and tip were kinked. The guidewire exit port was lifted, and the distal section of the tip were in good condition. The functional test showed a test guidewire was inserted, and no indication of resistance in tracking the guidewire into the catheter was noted.

Manufacturer narrative:
D2b: pro code (product code) : obj. Device evaluated by manufacturer: the device was returned for analysis. Visual and microscopic inspection revealed that the catheter was twisted and entangled with a non-boston-scientific guidewire, and the imaging window and sheath were kinked. The guidewire exit port was lifted, and the distal section of the tip were in good condition. A test guidewire was inserted, and there was no indication of resistance when tracking the guidewire into the catheter.

Manufacturer narrative:
D2b: pro code (product code) : obj.

Event description:
It was reported that a catheter issue occurred. The 100% stenosed target lesion was located in the severely tortuous and severely calcified mid left anterior descending (lad) artery. An opticross 6 hd was selected for an ultrasound examination of the target lesion. During insertion, the opticross catheter failed to advance because it was pushed while the transducer was spinning. The guide catheter kicked back into the aorta, leaving part of the opticross catheter unprotected by the guide catheter. Due to the force and spinning, the opticross catheter twisted on itself, and both the wire and catheter had to be pulled out together. The procedure was completed using an alternate method. There were no patient complications.